Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, around 1:30pm, the patient lost consciousness. The cgm reading would have been inaccurately low. When the patient regained consciousness, they experienced nausea, vomiting, and were brought to the hospital by their parents. The patient was treated with a glucagon injection. When a fingerstick was taken, most likely after treatment had already been given, the cgm reading was 10.5 mmol/l, and the blood glucose reading was 5.2 mmol/l. The patient was discharged the day after the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.